Event description:
It was reported that during unknown timing, the device was cutting too deep. No adverse events are associated with this malfunction. Due diligence is in process and there is no additional information available at this time.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Initial reporter telephone number: (B)(6).

Event description:
There are no additional details regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the dermatome was not cutting deep and was out of calibration. Device was recalibrated and the reciprocating arm and bearings were replaced. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.